Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having bent cannulas, but the insulin pump was not alarming no delivery. The caller stated that the cannulas are completely bent over. Troubleshooting could not be performed as customer did not have the tubing clam at time of call. No further information was provided.